Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was able to verify the complaint. The returned attachment was tested by manufacturing personnel and did not meet specification. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 41.8°c and 56.8°c under load testing with coolant spray on. The under load testing temperature did exceed specification. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed minor gear wear. Both bearing retainers looked good but both were covered with debris. Slight wear was observed on the cap button. Pusher looked good but it was found with some corrosion. It is possible that the contact between cap button and pusher was made during use which can lead to head overheating. The bur tube was cracked and corroded. Some debris and lack of lubrication was seen inside the head cavity and cap cavities and within the inner components. The lack of lubrication may have caused friction and as a result increase the temperature causing heat reported in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.